Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that tubing was cut just so there wasn¿t a whole tubing set, but the issue is the same reported previously. Leaking at the y-site when the tubing is primed. Leaking significantly enough to pool on the floor of the patient¿s room (medication was infusing).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Codes update

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 25025122 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05feb2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.